Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient experiences a burning sensation at the ins battery site. The issues is spontaneous and does not occur only during charging sessions. The rep has tried to work with the patient over the phone to adjust programming but that has not resolved the issue. The caller stated that she does not know the patient's weight. The caller also stated that there is no known external, environmental or other factors contributing. Surgery is not planned at this time. The md is aware of the issue. The caller indicated that no other diagnostics have been conducted. All impedances were normal at the appointment on june 3rd. The caller was not with the patient. Tss collected the details for the report.